Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, the patient's skin was too thin to use a 5f mynx control vascular closure device (vcd) and closing failed. There was no reported patient injury. The deployer was in training with the mynx device, and the device was stored and prepared according to the instructions for use (IFU). The device is being returned for evaluation.